Manufacturer narrative:
Additional information is being requested for the implant date of this device. This report will be update once this information has been received. (B)(6).

Event description:
It was reported that this pacemaker exhibited pacemaker mediated tachycardia (pmt) episodes. The patient was subsequently hospitalized. Rhythmcare provided a recommendation of device reprogramming optimization. This device remains in service. No adverse patient effects were reported.